Manufacturer narrative:
Manufacturing site: (B)(6), registration number: (B)(4). A sion blue es and a concomitantly used soutenir microbascket were returned for investigation. The outer coil of the returned sion blue es guide wire was found elongated and fractured for approximately 150mm from the proximal solder (set at 60mm from the tip for the purpose of fixing the outer coil onto the core wire). The inner coil under the outer coil was found exposed. In the basket segment of the returned soutenir microbasket, an elongated and detached outer coil fragment was found caught. Microscopic observation of the exposed inner coil of the sion blue es guide wire found that the inner coil was elongated but not fractured. The core wire was found fractured proximal to the distal end of the inner coil. The fracture end of the core wire was found necked, indicating that tensile stress had contributed to the core fracture. The ball tip was found attached on the very distal end of the outer coil fragment that had been caught in the soutenir microbasket. As seen on the proximal side, the fracture end of the core wire was found necked. Microscopic observation found that each of the fracture ends of the outer coil fragment was twisted and necked, indicating that the coil fracture was attributed to tension generated most likely when the outer coil was pulled and straightened. It was confirmed that the core wire of the returned sion blue es had been fractured at approximately 8.5mm from the tip, and the outer coil of the guide wire had been fractured at approximately 45mm from the tip. Measurement of the returned guide wire and correspondence of the fracture ends confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the core wire of the sion blue es guide wire might have been fractured as tension generated with removal manipulation of the mogul sp with a deformed tip was locally applied to the distal segment of the guide wire while the distal segment of the guide wire was caught in the tortuous vessel segment or calcium. As further tension with additional removal manipulation was applied, the outer coil was stretched and fractured. It was concluded that this event was not attributed the product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] - observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. - never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. - if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: - separation of the guide wire.

Event description:
It was reported that an asahi sion guide wire that had been placed in the second diagonal branch (d2) for protection purpose was replaced by an asahi sion blue es guide wire by delivering a non-asahi mogul sp microcatheter during a percutaneous coronary intervention (pci) for a heavily calcified chronic total occlusion (cto) in the left anterior descending artery (lad). The sion was removed from the patient anatomy although the guide wire was deformed due to calcium and tortuousness of the vessel. An attempt was made but met with resistance to remove the mogul sp with use of the sion blue es and a non-asahi kusabi trapping balloon catheter because the mogul sp had been deformed. When the mogul sp was eventually removed from the patient anatomy, the sion blue es was found fractured. The sion blue es fragment was retrieved with an asahi soutenir microbasket. Protection of the d2 was given up at this point, while the target lad was treated with plain old balloon angioplasty (poba) and stent deployment. Revascularization was achieved and the procedure was completed. The physician commented that this event was not attributed to the product. It was informed that there were no health hazards. The patient was reportedly doing fine and scheduled to be discharged.

Manufacturer narrative:
As we received an email time-stamped saturday, (B)(6) 2024 1:27 am at our end from mr. (B)(6) , MDR data systems team, to inform us of the discrepancies in the device identification fields of our submitted electronic equivalent of the FDA form 3500a when compared with the information in the gudid. After reconfirmation, this event is determined to be non-MDR reportable as there is no commercial distribution in USA nor cleared 510(k) with regard to sion blue es. In addition, the design and product performance characteristics of the subject sion blue es are different from any of the existing us marketed devices.